Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: objective lens window was crack, component failure of objective lens window. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cracked objective lens window was caused by a component failure of objective lens window. The most probable cause of the complaint was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope exhibited that there were cracks on the inside of the distal end cover glass. The event occurred during maintenance. There were no reports of patient involvement.